Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no parts have been returned for investigation. Information about the current status of the ventilator has not been provided. Due to the limited information provided, no investigation has been possible, therefore the root cause of the reported event has not been determined. (B)(4). Exemption #: e2018003. (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was auto cycling following an increase in o2 concentration from %25. There was no patient involvement. (B)(4)